Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. Posterior capsule tears are an issue that is occasionally reported with cataract surgery. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during a cataract surgery sudden interruption of the irrigation flow into the eye resulted in a capsular tear. The procedure was completed successfully with the implantation of a multi-piece intraocular lens additional information received indicated during priming of the handpiece, malfunction occurred, so they replaced the handpiece with another one. Priming with the second handpiece was completed without issues. Surgeon performed the corneal incisions through which the phacoemulsification (phaco) handpiece was inserted. Surgeon activated the continuous irrigation mode on the handpiece and pressed the foot pedal to position 3 to activate the phaco function. Phaco and aspiration were functioning, but irrigation did not operate and as result anterior chamber volume suddenly decreased, the posterior capsule was pulled toward the phaco handpiece, and a posterior capsule tear occurred. Surgeon had to perform an anterior vitrectomy. A multipiece intraocular lens was implanted in the sulcus. Current outcome of the patient condition was unknown.